Event description:
The hospital reported that at the completion of the coronary artery bypass graft procedure, the heartstring didn't unravel completely during removal process. The surgeon used a nerve hook to loosen the prox anastomosis and remove the heartstring seal. The hospital did not report any damage to the anastomosis. No pt complications were reported.